Event description:
It was reported before the treatment that there was no water from the tip. No delay in treatment since backup device was available. During functional inspection it was confirmed that the unit was difficult to insert into the console.